Event description:
The customer reported having unexplained high blood glucose of 230mg/dl, and he felt the insulin pump was not delivering the insulin he programmed. Troubleshooting was performed, and no damage to the drive support cap noted. Time, date, basal rates, and bolus wizard settings were correct. The caller mentioned that insulin from the reservoir leaked. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing including the displacement test. After testing it was concluded that the device operated within specifications. The device was received with scratched lcd window, cracked reservoir tube lip, and cracked battery tube threads. No moisture damage found inside the device. Please see medwatch report # 3004209178-2013-80875.